Event description:
Defective 7 day infusor. On monday 8-11 pt was hooked to a 7 day infusor of 5-fu. Two days later pt came to clinic complains that their infusor broke and leaked all over them. After checking the infusor, rptr noticed that the balloon snapped at the neck from the top and burst. A new infusor was made. Lately, rptr has noticed that some of the 7-day infusor are bent out of shape. The bottom hole, instead of being round is a little oval and it is hard sometimes to insert the 50 cc syringe through the bottom opening of the infusor cylinder. Rptr thinks that this might have caused some friction with the deviced attached to the balloon that slides upward when the infusor is running.